Manufacturer narrative:
D4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module had failed due to the green led indicator not working on the front overlay of the device. The customer would like to send in for evaluation and repair.